Event description:
It was reported the device had an interrogated battery voltage of 4.35 volts. No output was also noted. The patient had reported receiving multiple shocks. Warnings on the quicklook screen showed a hv (high voltage) impedance of less than 10 ohms, more than 3 therapies delivered for an episode, and eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.